Event description:
Information received indicated the head section drifts down.

Manufacturer narrative:
Hill-rom technician found that the head section was drifting down. This was a slow drift and not visible. He isolated the drift to the head valve. He replaced the head valve and the bed functioned to specifications.